Event description:
It was reported that, "during a case, the surgeon was using the rachet handle and it would not rachet so, I then advised for him to use the regular screwdriver instead of the rachet."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.